Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was described as intermittent, and approximately 5ml of fluid from the secondary probe area onto the front cover. The leak was not contained within the analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves and lab coat when the leak was discovered. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the front blood detector was interfering / blocking the front section of the blood sampling valve, not allowing it to rotate fully to the manual mode position causing the leak. He moved / relocated the front detector into its normal position to resolve this issue. (B)(4).